Event description:
It was reported that the probe seems to be intermittent failure of the screen. It goes blank mid procedure. Error codes were received and some seem to also be caused by the st holster and cables. No further information is available. No reported patient consequence.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and replaced the vso (solenoid) to correct the issue. The unit was serviced, repaired and passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.